Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications had become lodged at the back of the drawer. A field service engineer opened the back panel and removed the medications behind the drawer to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device medications stuck on the back of the drawer, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: h6, d4. A supplemental MDR was submitted to reflect the correct medical device problem code, component code and unique device identifier.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device medications stuck on the back of the drawer, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.